Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided e1: initial reporter title: coordinator cath lab. Device evaluated by manufacturer: returned product consisted of an incomplete nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen, and there was blood and contrast within the balloon. The balloon was tightly folded. The device was returned missing the tip portion of the device as the tip was detached. Product analysis confirmed the reported event as there was buckling to the shaft and balloon, stretched guidewire lumen and kinks. Additionally, the tip was detached and was not returned for further analysis.

Event description:
Reportable based on device analysis completed 29oct2023. It was reported that difficulty tracking over wire occurred. During preparation for a percutaneous coronary intervention (pci) procedure, the 3.00mm x 15mm nc emerge balloon was not able to track over the guidewire. Two attempts were made without success. The procedure was able to be completed and there were no patient complications reported. However, returned device analysis revealed a tip detachment.